Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In conjunction with the reported lot, distribution records were reviewed to identify additional lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Similarly, a batch review and device history record review were performed for the identified lots with no issues noted that could have caused or contributed to the reported event. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid on the inside of their cassette door during peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during an unspecified fill phase of peritoneal dialysis therapy. The patient was unable to bypass the alarm and cancelled their treatment. Upon removing the cassette, the patient discovered that there was fluid on the inside of the door that had leaked out of the cassette. The cause of the leak was unknown. When attempting to start their next therapy, the patient was unable to get the cycler to work. The patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to continue with manual supplies until a replacement cycler arrived. The patient did not develop any injuries or require medical intervention as a result of the issue. The cassette used at the time of the leak was discarded. The patient has been able to continue with peritoneal dialysis therapy. Additional information was requested but is unavailable.